Event description:
Knee was swollen and there was proper hydrops [knee swelling]. Heat in the knee/was warm [joint warmth]. Walking was difficult [difficulty in walking]. Patient's general condition was reduced and painful [general physical condition abnormal]. 70 ml of opal, non-smelly, dull synovial fluid was punctured/extra fluid had been punctured [knee effusion]. Mild leukocytosis ; synovial fluid sample was checked and tehre were plenty of leukocytes. [Synovial fluid leukocytosis]. Patient's general condition was reduced and painful [pain]. Possible infection/allergic reaction [allergic reaction]. Elevated red blood cells [red blood cell count high]. Decreased red blood cells [red blood cell count low]. Pain [knee pain]. Malaise [malaise]. Feverish [feverish]. Not able to bear weight on the knee [weight bearing difficulty]. Case narrative: initial information received on 29-may-2018 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a 53 years old female patient who received hylan g-f 20, sodium hyaluronate (synvisc one) injection and later in the evening experienced pain , malaise and the patient was feverish. 1 day later, patient experienced knee was swollen and there was proper hydrops, heat in the knee/was warm, walking was difficult, patient's general condition was reduced and painful, 70 ml of opal, non-smelly, dull synovial fluid was punctured/extra fluid had been punctured, patient had mild leukocytosis, synovial fluid sample was checked, there were plenty of leukocytes, infection/allergic reaction, elevated red blood cells and decreased red blood cells. The patient's past medical history, medical treatment, vaccination and family history were not provided. On (B)(6) 2018 at 16:20, the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) 6 ml intra-articular (with an unknown batch number). On (B)(6) 18 in the evening pain and malaise started and the patient was feverish and was not able to bear weight [on the knee] properly. On (B)(6) 2018 in the morning the knee was swollen and there was proper hydrops and heat in the knee/was warm, walking was difficult. The patient's general condition was reduced and painful. 70 ml of opal, non-smelly, dull synovial fluid was punctured/ extra fluid had been punctured. Synovial fluid samples were taken: c-reactive protein and blood picture. The patient had mild leukocytosis, c-reactive protein had not yet had time to elevate. Synovial fluid sample was checked and there were plenty of leukocytes. The patient was referred to emergency room where she had received an antibiotic IV drip. On (B)(6) 2018 the patient had still been at the ward. Patient was not feverish anymore and c-reactive protein was not elevated. The patient was waiting for to be discharged and according to the patient the knee was not painful at the moment. On an unknown date in 2018, the patient experienced possible infection/allergic reaction. On an unknown date in 2018, labs were performed which revealed elevated red blood cells and decreased red blood cells. On an unknown date in 2018, the patient recovered from all the events. Final diagnosis was not able to bear weight on the knee, feverish, malaise, pain, patient's general condition was reduced and painful, mild leukocytosis; synovial fluid sample was checked and there were plenty of leukocytes., 70 ml of opal, non-smelly, dull synovial fluid was punctured/ extra fluid had been punctured, patient's general condition was reduced and painful, walking was difficult, heat in the knee/was warm, and knee was swollen and there was proper hydrops. Corrective treatment: antibiotic IV drip. Outcome: recovered/resolved for all events. A product technical complaint was initiated on 15-jun-2018 for synvisc one, batch number: unknown, global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is still required. Additional information was received on 30-may-2018 by the company quality officer related to pe with global ID of (B)(4). No new information was added. Additional information was received on 15-jun-2018. Ptc results were added. Additional information was received on 05-jul-2018. New events of possible infection/allergic reaction, elevated red blood cells and decreased red blood cells were added with details. Outcome of all the events was updated to recovered. Text was amended accordingly. Clinical course was updated. Based upon information previously received the following correction has been amended: reportable malfunction downgraded to no in product screen.

Event description:
Knee was swollen and there was proper hydrops [knee swelling] ; heat in the knee/was warm [joint warmth] ; walking was difficult [difficulty in walking]; patient's general condition was reduced and painful [general physical condition abnormal] ; 70 ml of opal, non-smelly, dull synovial fluid was punctured/extra fluid had been punctured [knee effusion] ; mild leukocytosis ; synovial fluid sample was checked and there were plenty of leukocytes. [Synovial fluid leukocytosis] ; patient's general condition was reduced and painful [pain] ; possible infection/allergic reaction [allergic reaction] ; elevated red blood cells [red blood cell count high] ; decreased red blood cells [red blood cell count low]; pain [knee pain] ; malaise [malaise]; feverish [feverish] ; not able to bear weight on the knee [weight bearing difficulty] . Case narrative: initial information received on (B)(6) 2018 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a (B)(6) female patient who received hylan g-f 20, sodium hyaluronate (synvisc one) injection and later in the evening experienced pain , malaise and the patient was feverish. 1 day later, patient experienced knee was swollen and there was proper hydrops, heat in the knee/was warm, walking was difficult, patient's general condition was reduced and painful, 70 ml of opal, non-smelly, dull synovial fluid was punctured/extra fluid had been punctured, patient had mild leukocytosis, synovial fluid sample was checked, there were plenty of leukocytes, infection/allergic reaction, elevated red blood cells and decreased red blood cells. The patient's past medical history, medical treatment, vaccination and family history were not provided. On (B)(6) 2018 at 16:20, the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) 6 ml intra-articular (with an unknown batch number). On (B)(6) 2018 in the evening pain and malaise started and the patient was feverish and was not able to bear weight [on the knee] properly. On (B)(6) 2018 in the morning the knee was swollen and there was proper hydrops and heat in the knee/was warm, walking was difficult. The patient's general condition was reduced and painful. 70 ml of opal, non-smelly, dull synovial fluid was punctured/ extra fluid had been punctured. Synovial fluid samples were taken: c-reactive protein and blood picture. The patient had mild leukocytosis, c-reactive protein had not yet had time to elevate. Synovial fluid sample was checked and there were plenty of leukocytes. The patient was referred to emergency room where she had received an antibiotic IV drip. On (B)(6) 2018 the patient had still been at the ward. Patient was not feverish anymore and c-reactive protein was not elevated. The patient was waiting for to be discharged and according to the patient the knee was not painful at the moment. On an unknown date in 2018, the patient experienced possible infection/allergic reaction. On an unknown date in 2018, labs were performed which revealed elevated red blood cells and decreased red blood cells. On an unknown date in 2018, the patient recovered from all the events. Final diagnosis was not able to bear weight on the knee, feverish, malaise, pain, patient's general condition was reduced and painful, mild leukocytosis; synovial fluid sample was checked and there were plenty of leukocytes., 70 ml of opal, non-smelly, dull synovial fluid was punctured/ extra fluid had been punctured, patient's general condition was reduced and painful, walking was difficult, heat in the knee/was warm, and knee was swollen and there was proper hydrops. Corrective treatment: antibiotic IV drip. Outcome: recovered/resolved for all events. A product technical complaint was initiated on 15-jun-2018 for synvisc one, batch number: unknown, global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is still required. Additional information was received on 30-may-2018 by the company quality officer related to pe with global ID of (B)(4). No new information was added. Additional information was received on 15-jun-2018. Ptc results were added additional information was received on 05-jul-2018. New events of possible infection/allergic reaction, elevated red blood cells and decreased red blood cells were added with details. Outcome of all the events was updated to recovered. Text was amended accordingly. Clinical course was updated.